Event description:
The user facility reported that during an uncertain surgical procedure, ultrasonic generator displayed an error message when the subject device was activated. There was no report of pt injury regarding this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was deformed and the ptfe pad partially separated from the grasping section. There were contact marks on the surface of the probe and the grasping section. The device was activated with no alarm. The MFR record was reviewed with no irregularities. Based on similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Omsc decided that the generator provided the alarm since the probe and grasping section became contacting directly each other during activating output due to the severe wear and the separation of the ptfe pad. The instruction manual of the subject device already states; warnings: do not activate output for an extended period while the grasping section is closed without contacting tissue. This report is being submitted as a medical device report in an abundance of caution.